Event description:
It was reported that the tilt actuator stopped working on the power wheelchair while the end user was at a 40 degree angle. The end user was unable to revert back to the original tilted position and was required to be transferred to another chair.